Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was ribbed near the electrode 1. Visual inspection of the pebax segment area showed the pebax tubing was kinked/twisted at approximately 5.5 inches from loop distal tip. The electrodes 2 was displaced from its original location. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of shaft segment area, introducer, and lemo connector showed they were all intact with no apparent issues. In conclusion, the mapping catheter failed the returned production inspection due a kink observed at the tip/loop of the pebax tubing, ribbed material observed on the pebax tubing, and displaced electrode was observed on the loop of the pebax tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The system notices could not be resolved by pressing "continue". During attempting to resolve the issues, a system notice was received indicating that the system was unable to initiate the system flush. The balloon catheter, coaxial umbilical cable electrical umbilical cable and mapping catheter were replaced which did not resolve the issue. The procedure was switched to radiofrequency. The case was completed with radiofrequency. Service was performed. No patient complications have been reported as a result of this event.